Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 20ml ll tip conv pak leaked past stopper batch#: 4278835, 4306805. It was reported by customer that leaking plunger. Rcc received a complaint via email. Entry date: on (B)(6) 2025 12:04:10 pm, lot serial number: (B)(6), 4306805. Quantity: 6 cases, primary end user: contact. Issue description: syringes are not fit for use. Present high risk if used. Leaking plunger. Recommend all syringes of this lot be removed, recalled. Recommend mfg be contacted with complaint. Recommend watch-list report be processed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 25 samples submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the syringe barrels and plunger rods have a dark colored line or scribble, but no other defect or imperfection was observed. Six randomly selected samples were tested for leakage and all passed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.